Event description:
It was later reported that the patient experienced no pain relief since implant. A catheter revision was done on (B)(6) 2014. At the time of this report, the patient had not recovered and the symptoms/issue was ongoing.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump hadn¿t helped the patient since implant. The patient never got symptom relief. A dye study was done on the date of this report and dye was seen going into the pocket. The catheter was disconnected from the pump. The healthcare provider (hcp) filled the pump with saline. A catheter revision would likely be done in a month. The device system was used to deliver morphine. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).